Event description:
Narrative from staff: during procedure md was trying to line up stent endovascularly, decided to change course and remove catheter that housed stent. When removing catheter that stent released itself from its housing unit without being "deployed".